Event description:
It was reported that the patient presented to the clinic during remote follow-up. Upon review, the pacemaker exhibited undersensing. The pacemaker was reprogrammed to resolve the issue. The patient was in stable condition throughout.